Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not satisfied with the stimulation, since he had received more effective stimulation during the trial. The pt was advised to contact the physician regarding the issue. It was reported the pt was to have the scs system explanted at a future date.